Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient¿s ins seemed to be moving in the pocket more in the past month (B)(6) 2016, about 1/2 inch. The patient stated it used to be tighter. No patient symptoms were reported regarding the following issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.